Event description:
A (B)(6) female patient contacted zoll customer support to report a damaged cable on her electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. As received, the distribution node (dn) to rear te cable was pulled from the dn from strain relief. The root cause of the pulled cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged electrode belt cable. The patient received a replacement electrode belt.